Manufacturer narrative:
The reported oad was received for analysis. Adhered material was observed near the crown and tip bushing of the oad. This material prevented a guide wire from passing through the device. Scanning electron microscopy was performed and identified the material as dried saline particles. The dried saline is not considered to be a contributing factor to the reported event. When tested, the oad was found to operate at all speeds as intended. At the conclusion of the device analysis investigation, the report that the oad became stuck on the guide wire was unable to be confirmed. As the original guide wire was not returned for analysis, it could not be determined if it contributed to the reported event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device became stuck on the guide wire upon removal during the procedure. The troubleshooting performed to resolve the issue caused a procedural delay of over thirty minutes. There was no harm to the patient.